Event description:
During an ovarian resection procedure, balloon broke during surgery. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.